Event description:
It was reported while using relion pen needles 4mm x 32 gauge (5/32" x 0.23mm) pen needles the medication could not be properly delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported no insulin flow when taking injection. 7 pen needles affected. Stated, does not prime before injection. Lot: 1215649; catalog: 320618, date of event: unknown, samples: no cl.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Clog test was conducted on 7pcs retention samples. No failure was found.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using relion pen needles 4mm x 32 gauge (5/32" x 0.23mm) pen needles the medication could not be properly delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported no insulin flow when taking injection. 7 pen needles affected. Stated, does not prime before injection. Lot: 1215649. Catalog: 320618. Date of event: unknown. Samples: no cl.